Event description:
Device #2 of 2: reference MFR. Report: 11627487-2018-01160. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the entire scs system was explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 11627487-2018-01160. It was reported the patient experienced erratic stimulation and eventually lost stimulation. Lead diagnostics revealed multiple high impedances. X-rays revealed no anomalies. The patient will be treated with medication and will follow up with the physician in two months. Surgical intervention may be pending to address the issue.